Event description:
It was reported that the event post implant, the device was sticking out 1/3 of the way out of the pocket. The patient contacted the physician who told the patient to pull the device out. The patient was given instructed to keep the wound clean from infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).